Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast capsular contracture (baker grade iii). Concomitant products: mentor memoryshape breast implant 270cc gel breast prosthesis, catalog #3341109, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent a primary breast augmentation procedure with a mentor memoryshape breast implant 270cc gel breast prosthesis developed capsular contracture (baker grade iii) in her right breast. Capsular contracture was noticed by a physician. As a result, the patient will undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On 05/23/2019, the mentor failure analysis lab received the device for evaluation. On 06/06/2019, mentor received additional information about the event. It was initially reported that the patient dob is (B)(6) 1985. New information states that the patient dob is (B)(6) 1985. On 06/12/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample a tear was observed in the anterior view, measurement approximately 12.1 cm. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The second product received is related to a concomitant device, therefore no further investigation is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).